Event description:
The rptr indicated that her husband had been in the hosp since 08/16 and that no one had come to check his defibrillator. She said that someone was supposed to be there 08/18 to check the device. She stated that her husband had experienced multiple arrythmias and shocks in the last few days.